Event description:
During a davinci robotic laparoscopic nissen fundoplication procedure, the davinci conmed cautery device failed and the surgeon could not operate the device. Attempts to fix the device failed. At the decision of the surgeon, the procedure was converted to an open procedure without any complications. The service company, intuitive surgical, was contacted and the device was inspected and returned. The cable was identified as being at end of life. The cable was replaced and the device was deemed operational.